Manufacturer narrative:
On 8/7/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020, it was reported to mentor that the date problem observed was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2019, it was reported to mentor that the patient experienced left breast implant deflation. The patient experienced breast asymmetry due to deflation. The replacement devices were mentor smooth round high profile saline 500cc. The date of implantation was (B)(6)2015. The left implant deflation occurred since the end of (B)(6)2019. The patient has a history of bilateral postpartum breast atrophy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/7/2019, upon receipt on mentor, two samples with the same lot number were returned. During evaluation of the samples, they were found with no apparent damage. Leak testing was performed and no leak sites were detected. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: a mentor smooth round high profile 330cc , catalog number 3503330, sn (B)(4), lot 6890448. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor smooth round high profile 330cc and experienced deflation on the left breast implant. The patient experienced ¿ breast sagging down and squishy¿. As a result, the patient had undergone removal on (B)(6) 2019